Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated an upstream occlusion alarm during a levophed infusion. It was further reported the patient's mean arterial pressure (map) went down to 36. Staff assist was immediately activated when the low blood pressure was noticed. After resetting the spectrum pump "it went well without a problem".